Event description:
Terumo medical corporation received the following reported information: the angio-seal footplate would not come out of the end of the angio-seal sheath. They pulled the entire unit out and held pressure. The patient was not harmed, and nothing was left behind in the body. The device was also noted to be expired. Additional information was received on 03sept2025: angiogram procedure using a 6fr sheath. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with the insertion of the device.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the polyfoil pouch, arteriotomy locator, guidewire, hemostasis sheath, carrier tube, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device was attempted to be set to forward lock position, however the carrier tube kinked during testing. The device is cut open to reveal dried blood in the device. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample appeared to be in used condition, with the anchor still present in the device tip. The device was attempted to be reset to test functional deployment, however, dried blood prevented the device from deploying. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).